Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in the event was returned for evaluation. During the evaluation, the catheter was found to have a hole in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation on (B)(6) 2011. During the procedure, the physician put in forty cc's of fluid to get the pressure up to one hundred fifty mm of mercury and the balloon burst at the bottom. A second device was used to complete the procedure with no patient consequences.